Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that when they opened the package, they found that the suture was broken. Additional information received: there were a totally of 17 units found with the thread broken and the needle detached. No further information has been provided.

Manufacturer narrative:
There are previous complaints of this code-batch regarding other needle detachment, all closed as not confirmed because no samples were received. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. For complaint analysis, we have received 7 open pouches and 9 cardboard supports. In all the samples received the thread is degraded (threads are broken in small pieces). The samples are contaminated, and, in these conditions, a proper analysis cannot be performed. Nevertheless, the samples were analyzed and: no holes or defects could be found in the aluminum foils, please note that several of the foils were not complete. No maintenance records, related to this issue, found in the period where the product was manufactured. No issues related to raw material spools. There are no internal non-conformities related to untight pack in week 25 2021 (where the product was manufactured). The sample retained from the batch manufacturing records is correct, not degraded and knot pull tensile strength results fulfil requirements. Root cause could not be determined. As per our experience and knowledge, suture would be discarded (as this case) and no harms are expected to the patient, may lead to a delay in the intervention. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.